Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer loaded cold insulin into the cartridge and did not perform the proper air removal techniques. Additionally, a minimum fill notification occurred after the cartridge was overfilled. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 300-399 mg/dl.